Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drivers appeared to be in good condition overall with just some minor discoloration on the handles and the knobs. Functional testing was done by rotating the knobs, which showed that the drivers were sticking during rotation. The drivers were disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the gears stripping, likely resulting from torque in excess of what is required to fixate the screw. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. (B)(6).

Event description:
It was reported that during preparation for surgery, it was identified that the drivers did not turn properly and felt blocked. There was no patient involvement. No adverse events have been reported as a result of the malfunction.